Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had an alert of system fault error. No patient was involved.

Manufacturer narrative:
The investigation for the reported console (aic) self check error has been completed. The console was returned for evaluation. Upon functional testing, the reported failure mode was reproduced. Upon bootup, the console rebooted automatically and showed the ¿system self check failure¿ screen. Visual inspection confirmed the pbm contamination. Data logs also confirmed the reported issue during initial console bootup, there was a communication issue with the pbm. The root cause of system self check failure was pbm contamination. Added- d9 device return date d4-updated model number. In accordance with updated procedures, section d2 has been revised from the initial submission.